Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/08/2016 with the following findings: review of the black box data and download history did not reveal any recorded event(s) related to the complaint. On examination, the pump was intact and without damage. On testing, the pump powered on normally. The pump was exercised for 24 hours without error, alarm, warning or malfunction. The pump was determined to be operating as intended and within the required specifications. Investigation did not confirm nor duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an other (unusual issue) issue. The reporter alleged that the insulin pump was unfit for use and needed to be "tested." No further information as available regarding the pump. There was no indication that the pump caused or contributed to an adverse event. This complaint is being reported because there was a question regarding the pump's ability to function/deliver insulin as intended.